Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that white and yellow organic foreign matter was clogging the nozzle. The foreign body appeared to be from the patient's anatomy. The nozzle was not deformed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there is increased pressure in the channels of evis exera iii gastrointestinal videoscope with retrovision and bending. The malfunction was found at the end of the diagnostic gastroscopy procedure and was completed with the same device. No delay or reports of patient harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, foreign material was exiting from the air/water nozzle. Insufficient or incorrect reprocessing scope was used for the next procedure. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of a problem related to the elevator channel was not confirmed. However, there were air/water flow issues. The nozzle of the insufflation channel was clogged by a white/yellow organic residue. Additionally, olympus noted the following: cracked objective lens, crack on light guide lens, plastic distal end cover was damaged and the nameplate was detached, worn out glue on bending section cover, and insertion tube wrinkled near the glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.